Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low shock impedance measurements that was detected via the patient's remote home monitoring system. The patient was brought to the clinic for evaluation and got commanded shock impedance measurements within normal range. No noise was noted and other lead measurements were not out-of-range. Boston scientific technical services (ts) discussed possible causes of high impedance and suggested monitoring the patient's device. Additional information states that the field representative spoke with the health care professional (hcp) and stated that the low shock impedance daily trend graft showed normal impedances. The patient will be monitored and defibrillation threshold (dft) test will be done if the low shock impedance still occured. This system remains in service. No adverse patient effects were reported.